Event description:
It was reported the pt experiences difficulty charging due to intermittent communication. The physician believes it is due to the depth of the ipg implant site. Surgical intervention is planned to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.